Manufacturer narrative:
Customer self-service the unit and has no requested service at this time. A supplemental report will be sent if additional information is provided. Not returned to manufacturer

Manufacturer narrative:
E1 event site : (B)(6) hospital. E1 address : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) machine's helium bottle fixing device (jacking screw) was stuck, making it impossible to disassemble the helium bottle normally. The hospital used machinery to forcefully remove the jacking screw and repaired the jacking screw by itself before returning to normal. No accessories were replaced during this period. Adverse events reported by hospitals after self-remediation. After repair, the machine can be used normally. There was no injury or harm reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.